Event description:
It was reported that multiple minimum fill notifications occurred after loading multiple cartridge with 250 units of insulin. Blood glucose was 148 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy, and also had manual injection supplies available.